Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. R-wave amplitude has dropped from around 8 millivolts to around 1.5 millivolts after last session on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing with a drop in r-wave trend. A dislodgment was suspect due to a lack of sutures on the sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.